Event description:
It was reported that during an open sigmoidectomy, the blue trocar-chip could not be removed. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Damaged ancillary trocar. The analysis results found that the device arrived in good visual condition and with two ancillary trocars present. One of the ancillary trocars was received with the tip broken inside the anvil. The device was received with the breakaway washer uncut and with no staples present, possibly due to the device being fired outside the patient, as the event describes that another device was used. After further analysis, it was noted that the ancillary trocars exhibited a part line mismatch, which may have the potential of increasing the resistance for the attachment and detachment of the ancillary trocar from the anvil. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The appropriate engineering personnel have been notified. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.